Event description:
Complainant alleged that while attempting to defibrillate a patient, the device displayed a "defib pad short" message and the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.